Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient's pre-existing condition was exacerbated by the lifevest equipment. The patient described the area as sores that are rough, dry and painful. Doctor stated the area is a shingles outbreak. There was no alleged device malfunction contributing to the irritation. The patient¿s physician prescribed antibiotics and lidocaine cream for the skin irritation. The outcome of the irritation is unknown as follow up attempts were unsuccessful.